Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an ablation procedure, a pericardial effusion was noted. During a routine echo following ablation, a pericardial effusion was noted. No hemodynamic instability was noted but a pericardial drain was put in place. The patient was discharged from the hospital two days later in stable condition.